Event description:
It was reported that this patient noticed beeping tones from this implantable device. Upon a data review, the physician noted that the beeping was the result of high, out-of-range pacing impedance measurements (>2000 ohms) from the left ventricular (lv) lead. Boston scientific technical services was contacted and recommended assessing the lv lead for potential integrity issues. If no issues were noted, it was also discussed that the alert limit for pacing impedance could be increased to prevent potential future beeping. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The lv lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient noticed beeping tones from this implantable device. Upon a data review, the physician noted that the beeping was the result of high, out-of-range pacing impedance measurements (>2000 ohms) from the left ventricular (lv) lead. Boston scientific technical services was contacted and recommended assessing the lv lead for potential integrity issues. If no issues were noted, it was also discussed that the alert limit for pacing impedance could be increased to prevent potential future beeping. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The lv lead is not a boston scientific product.